Event description:
It was reported the external pulse generator failed preventative maintenance. Sensing readings were off, with both low and high readings noted. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment, and found the main printed circuit board to be out of specification - electrical, as well as the battery clip out of specification - mechanical. It was also noted that the upper case and two side bail covers were broken.